Event description:
It was reported to medtronic minimed that the customer identified that pump information had not been displayed on the apple watch. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was not performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated no harm requiring medical intervention was reported. No product return was required for mmt-6102.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.7.0) installed on iphone xr (ios 16.6) with mmt-1884 780g pump (software ver. 6.21u) and apple watch ultra (watchos 9.6.3) was conducted and confirmed the issue was not reproduced. The software did not successfully adhere to the specified requirements and did not perform to the expectations specified in the d00780504, version e. According to the logs analysis, the issue was caused by the watchos 11.1+ behavior. Complications can not be reloaded when the watchos application running in the background. Issue status: confirmed. Recommendation for a small improvement of the user experience in this situation - users can tap on the ""reload"" icon in complication. This step opens the watch application and complication updates automatically. The esf number that corresponds to the reported issue is: 5033617. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.